Manufacturer narrative:
The insulin pump was received with blank display due to corroded all electronic assemblies. It also had missing end cap sticker.

Event description:
The customer's mother reported via phone call that the customer went into the pool with the insulin pump on and the screen went blank. She stated that the display returned but then the buttons started sticking when trying to deliver a bolus. Customer's blood glucose value was 169 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.